Manufacturer narrative:
(B)(4). The customer could not duplicate the alleged malfunction. The ventilator passed all testing. Covidien technical support engineer advised the customer to test the ventilator on a test lung and report back if any failure occurred.

Event description:
Covidien received info that the pt was placed on another ventilator due to a malfunction on an 840 ventilator. The pt was not harmed or injured as a result of the event. The customer reported that the ventilator had a graphical user interface (gui) key stuck issue.